Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated device experienced ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. The vf appeared to be very fine in nature and was intermittently undersensed and paced into. The patient was going in and out of vf for approximately ten minutes. The impedances for the rv and right atrial (ra) lead had risen. A shock impedance measurement of greater than 125 ohms was also noted. The patient's health care professional (hcp) attempted to follow up with the patient numerous times but was unsuccessful. The system remains in service.